Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires from back te pad no longer connected) has been confirmed. As received, the belt failed incoming testing. Upon investigation, the distribution node (dn) to rear te cable was pulled from the strain relief. The cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
The nurse of an (B)(6) female pt contacted zoll customer support to report the wires from the back therapy (te) pad were no longer connected. The pt was issued a replacement electrode belt.